Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000046979. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted except for one lead. The lead was cut at the skin level and left implanted. Surgical intervention was undertaken on (B)(6) 2024 wherein cut lead was completely explanted. Infection has resolved. The investigation was unable to determine the lead that associated with the issue.